Manufacturer narrative:
The event occurred sometime in 2016. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a brown stain in the drip chamber of a solution administration set. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed embedded particulate matter in the drip chamber. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.